Manufacturer narrative:
Correction: due to an error in the reporting of the device catalog number the following sections have been updated. The initially report device was 410-2200; the correct device was 410-2000. D1 - device description and lot number was found in pictures of the device. D4 - catalog number. Manufacturer narrative: the device is not being returned but photographic evidence was provided. Based on the pictures the complaint could not be confirmed/unconfirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
A sample of the reported device lot is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 410-2200 device was being used during a hip arthroscopy procedure on (B)(6) 2021. When it was reported "post op removal of product code 410-2200 patient skin on upper back appeared burnt have requested pictures and patient consent to allow staff to send." There was no report of medical intervention or hospitalization for the patient. Follow up questioning has found that the user was also using a (non-conmed) vulcan rf generator (B)(4) and a conmed plpul2020 pen during the procedure and will be filed as concomitant devices. The overall procedure took approximately 1 ½ hours and was completed. The degree of the patient burn was not disclosed. This report is being raised on the basis of injury due to unknown degree of burn.